Event description:
It was reported that there was a general complaint that the customer used to over program the vtbi to intentionally run the drug down to the air in line sensor: they do not flush the drugs. (Small volumes on short set get primed by the primary line) they have changed this practice and now are programming slightly under so they can stand there for the last little bit to go in. Nurse reports each of the air in line below the pump events took place at the end of the infusion. There was patient involvement, however outcome was not specified.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that the customer used to over program the vtbi to intentionally run the drug down to the air in line sensor: they do not flush the drugs. (Small volumes on short set get primed by the primary line) they have changed this practice and now are programming slightly under so they can stand there for the last little bit to go in. Nurse reports each of the air in line below the pump events took place at the end of the infusion. There was patient involvement, however outcome was not specified.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.